Manufacturer narrative:
Device issue with inomax dsir (B)(4) was created as (B)(4). The device investigation was completed on 04-mar-2016. The regional service center (rsc) service log review revealed a delivery stopped alarm due to monitored no > absolute max of 100 ppm (actual 115 ppm) followed by a log entry for failed low no cell calibration due to the low points being greater than the maximum value. (Max: 655 counts; actual value: 3553 counts). This log entry aligns with the time of the reported complaint. Although identified in the service log, the rsc did not experience a delivery stopped alarm. The rsc replaced the no cell as a precaution. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was failed no cal low counts above max. This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event, however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).

Event description:
On (B)(6) 2016, a respiratory therapist (rt) from the united states called mallinckrodt customer care to report a device issue with inomax dsir (B)(4), unrelated to the reportable malfunction. The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.